Event description:
Healthcare professional reported "intracapsular rupture", "presence of folds" and "pericapsular fluid adjacent to the implant capsule" diagnosed via MRI. This record relates to the right side. The device was explanted and replaced with another manufacturer device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.